Event description:
On 05/12/2009 the patient reported that in 2009, he was hospitalized and diagnosed with ketoacidosis. He stated that he had "a little too much fun" and his infusion site "lost its stickiness" and he may have "pulled" it out accidentally. He was treated with an insulin IV and his blood glucose decreased. He is now reconnected to the infusion device with a new infusion site and he has no further issues. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.